Manufacturer narrative:
A motor error alarm was reported during basic occlusion test due to faculty force sensor. Unable to perform excessive no delivery test due to motor error alarm message. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at the corner of the display window and battery tube threads. The insulin pump was received with minor scratches at the display window.

Event description:
Customer's mother reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose level was 140 mg/dl. Customer reported of no delivery alarm that occurred during a basal and set change. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to back-up plan.